Manufacturer narrative:
Section b3: date of event is estimated. The event of ipg reaching end of life was reported to abbott. The ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient's ipg was inoperable at it had reached end of life (eol). It was noted that patient ran very high tonic stimulation. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored.